Manufacturer narrative:
(B)(4).

Event description:
It was reported that lv lead replacement required a new device. Phrenic stimulation was noted on all vectors at all outputs. The lead was capped and replaced. No adverse events experienced by the patient. The patient's condition post procedure was excellent.